Manufacturer narrative:
It was noted that the device was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the change out procedure of this implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead was stuck in the header of the device. The pace/sense portion of this rv lead was surgically abandoned and the defibrillation portion remains in service. A new rv lead and new ICD were implanted. The cause of the lead being stuck in the header was not known. No additional adverse patient effects were reported.